Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals for its right atrial (ra) lead. A fracture was suspected as the root cause for the noise but it has not been confirmed. The ICD had its sensitivity settings reprogrammed to eliminate the oversensing. This device remains in service. No adverse patient effects were reported.